Manufacturer narrative:
Hydraulic hose.

Event description:
It was reported by service report that the cot was leaking hydraulic fluid from the hydraulic hose and reservoir. No patient involvement or adverse consequences are reported.